Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bed assembly was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a cracked bed assembly that will not hold the front panel in place which could cause a patient fall. There was no report of patient involvement.